Event description:
In 2009, the surgeon was performing a 4 level fusion with an acufix anterior cervical plate. He did not like the placement of one screw so removed it and used a different one. When implanting that screw it went through the secure ring of the plate. The surgeon intervened by trying to back out the screw but he could not get the screw out. The screw was left in that position under the secure ring in the pt. There was no delay in surgery.

Manufacturer narrative:
Product was not explanted. The product remained in the pt. Device manufacture date is unk. Eval is pending upon completed investigation of the product.